Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned ICD data. The manufacturing process for the ICD and the lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned ICD data were evaluated. The data showed that the shock deliveries on (B)(6) 2020 resulted from the presence of noise in the rv channel. Only the iegms from episodes 25 to 34 are available for analysis, as older iegms were overwritten (expected behavior). The available iegms revealed the presence of noise in all channels. As no iegms for older episodes were available, no conclusion can be drawn regarding the root cause of these episodes and the corresponding shocks. Based on the data, the ICD functioned as expected. There is no indication of an ICD malfunction. Regarding the lead, no conclusions can be drawn without analyzing the lead itself. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing. There was no indication of an ICD malfunction. Should further relevant information or the lead itself be returned, this investigation will be updated.

Event description:
After an implantation period of approx. 38 months, oversensing with inappropriate therapies on the rv lead was reported.